Event description:
Customer's mother reported via phone call that insulin pump over-delivered insulin. Customer's blood glucose was 72 mg/dl and was treated with orange juice. It was reported that customer was given a 3.8 unit bolus and a few minutes later while customer was eating, he received another 12 units of insulin without customer prompt. During troubleshooting, insulin pump passed displacement test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.